Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the remote service engineer (rse) received on 28nov2023, it was confirmed that the reloading of the device software successfully resolved the device issue. The rse also confirmed that the device issue occurred while the device was outside of use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device restarted after a few seconds of being on, and showed a program cyclical redundancy check (crc) test failed error message. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) of the device restart and error code. The rse informed the customer of the procedure for reloading the software of the v60. The rse informed the customer that if the issue persisted following the software reload, then it was advised to contact philips for onsite service to replace the central processing unit (cpu) printed circuit board assembly (pcba). This investigation is ongoing.